Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery, motor error, battery out limit, weak battery, and failed battery test. The customer's spouse was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the insulin pump was possibly exposed to high magnetic fields due to the customer having undergone magnetic resonance imaging, CT scans, and x-rays and not being sure if they took the insulin pump off. The customer's spouse was able to complete pump rewind and the displacement and manual prime were successful. The customer's spouse was advised to monitor the insulin pump and call back if the issue recurs. Troubleshooting for no delivery was not performed and the customer's spouse was only advised that the battery alarms could be from removing and reinserting the battery. The insulin pump will not be returned for analysis.